Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the lens advanced too early and became stuck in the incision, the surgeon removed the lens from the wound and used a new lens. There was no patient injury. The incision was not enlarged and no suture was necessary. Additional information has been requested.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).